Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
Related manufacturer report numbers: 3005334138-2021-00139 during the procedure, after the introducer was placed in the body, air was aspirated from the hemostasis valve when attempting to remove it. Several attempts were made with no resolution. The introducer was exchanged to another one with the same lot, but the issue persisted. The introducer was exchanged to the third one and the procedure was completed with no adverse consequences to the patient.